Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 250 mg/dl at the time. The customer used the pump to address bg level. The customer reported that the elevated blood glucose level was due to meal consumed and sweets. The customer reported the bg level was not due to pump or supplies and declined to troubleshooting.